Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. Cause was not known. The customer changed pump supplies and treated the high bg with a bolus via manual injection. Customer was advised by a nurse to go to a hospital. The customer was treated with manual injections and monitored, resolving the issue. No additional information was provided on when the customer was released or patient's condition.